Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during morning pre check on unit, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing o ring burna-n 1-008 n70, d354-00-0208. Fse completed full pm and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.